Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. The 2.50 mm x 16 mm promus element plus stent was selected to treat the target lesion. During the first inflation at an unspecified atmospheres, it was observed that blood flowed into the device. The device was removed from the patient and it was found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous distal right coronary artery. The 2.50mm x 16mm promus element¿ plus stent was selected to treat the target lesion. During the first inflation at an unspecified atmospheres, it was observed that blood flowed into the device. The device was removed from the patient and it was found out that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that blood was visible in the inflation lumen and balloon indicating a leak was present at time of the procedure. The inner was broken at the bicomponent bond. This would cause a leak in the inflation lumen. The stent was damaged both proximally and distally. Struts on the most proximal and distal rows were severely misaligned and bunched up. This damage is consistent with an under inflation of the balloon, causing dogboning of the stent, followed by withdrawal of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).